Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for ventricular fibrillation treated with anti-tachycardia pacing. The suspected shock was for rapid ventricular response during atrial arrhythmia. The device also appeared to be undersensing on the atrial channel on stored atrial tachycardia/atrial fibrillation electrograms and appears to prematurely terminate mode switch. The device and the atrial lead remain in use. No further patient complications have been reported as a result of this event.